Manufacturer narrative:
Initial MDR with device evaluation. Two additional lots reported: batch: 2004759, batch creation date: 2022-01-04, batch expiration date: 2027-02-28. Batch: 2228009, batch creation date: 2022-08-16, batch expiration date: 2027-10-31. A device history record review was completed by our quality engineer team for provided material number 305106 and lot numbers 2004759, 2228009 and 1300844. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 305106 batch#: 3083952/3158503 it was reported by the customer that repetitive issued with clogged needles which impact cust. Samples expelling properly. Complaint number: (B)(4). Complaint created date: on (B)(6) 2024. Fisher catalog #: 14826f . Product description: needle 30 gax1/2in 100pk rx. Lot/serial number: 3083952/(B)(6). Supplier catalog #: 305106 . Supplier number: (B)(4). Supplier name: (B)(4). Supplier rga#: shipping warehouse: return warehouse: dvr fisher rg#: device class: class ii private label: importer of record: customer contact: xxx customer phone: xx customer email address: xxx submitted by: xxx fisher order#: (B)(4). Customer po#: (B)(6). Customer complaint number: account number: (B)(4). Account number destination: (B)(4). Account name: xxxx allegation: 1 case (B)(4) defective, lots 3083952 & 3158503, had repetitive issued with clogged needles which impact cust samples expelling properly, containment action: root cause: corrective action: preventive action: thank you, xxxxxxx